Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur. The customer understood the instructions but chose not to resume insulin therapy while on the call, planning to reach out if further issues arise.